Event description:
A customer in the USA reported to biomérieux that they have obtained potential misidentification of pelomonas puraquae as brucella spp with the product vitek® ms instrument (ref. 410895, (B)(4)). The customer reported that four days after last vitek ms fine-tuning a brucella spp was identified in one of the customer samples with 99.9% of confidence value (accession ID: (B)(4)). Given the pathogenicity of this microorganism, they sent this sample to be identified using a genotypic method and the result obtained did not confirm the identification obtained from vitek ms. The organism was identified as pelomonas puraquae, which is not present in vitek ms knowledge base (kb). There is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. Biomérieux has opened an internal investigation for this report.

Manufacturer narrative:
Investigation. Trend analysis cannot be done as it was not possible to define the exact root cause of the issue. Since january 2016, no similar issue has been recorded regarding a potential misidentification of pelomonas puraquae since january 2016, 37 complaints have been recorded regarding identification issue with brucella: 34 were misidentified as brucella spp and 2 as a low discrimination to robinsoniella peoriensis - brucella spp and brucella spp - parvimonas micra. Vitek ms r&d department had recorded a change request (cr#(B)(4)) in order to limit kb weakness with a bad quality of spectra to a future vitek ms knowledge base. On 17 dec 2021, local customer service requested additional information from the customer and no data would be retrieved. As no data were provided, it was not possible to investigate and define the exact cause of the potential misidentification observed by the customer. However, according to the vilink alert tool criteria, fine tuning was needed during the tests made on 15 nov 2021. Conclusion. The root cause could not be determined and further investigation is not possible.